Event description:
It was reported that during a surgical procedure the blade broke at the mount. It was also reported that the broken pieces were removed from the incision and there were no adverse consequences as a result of this event. It was further reported that there was a delay to obtain another blade and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation, it was discarded. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.